Event description:
It was reported that 2 proultra endo tips separated on the same pt. Both tips were retrieved without sequela.

Manufacturer narrative:
In this incident, 2 proultra #5 tips separated on the same pt. Though both tips were retrieved and there was no report of pt injury, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). The device was returned for eval, though results are not available as of this report. Eval results will be submitted as they become available.